Event description:
Caller reported a malfunction on the pump but did not provide details on any notable events occurring prior to the malfunction. No information was available regarding the impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.